Event description:
It was reported that following a device implant procedure there was a patient alert triggered for noise. The physician attributed the noise to the lead and therefore replaced the lead which did not resolve the issue of noise. There was no longer noise when the lead was used with a new device therefore the physician attributed the noise to the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.